Event description:
Information was received from the patient¿s friend/family member, hcp, and manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant was not doing anything for the patient and that it gradually became less effective over time. However, it was reported that they still maintained the charge in the ins. It was reported that healthcare provider¿s (hcp) office told them to contact the manufacturing representative (rep) for reprogramming. The caller was redirected to follow-up with the hcp to address their reported issue and to coordinate with the rep. It was reported that the patient had an appointment scheduled for later this month. It was asked but unknown when the event occurred. Information was received from the manufacturing representative via the patient¿s wife regarding the patient on 2017-08-11. It was reported that the patient has not used their device for 6 months; they only used it occasionally. They noted that the patient does not use it because it does not help them. It was stated that the patient will be reprogrammed on (B)(6). No further complications were reported. Additional information was received on 2017-08-17 from the health care professional (hcp) reporting that the cause was not determined. The hcp suspected that the issues were caused by patient compliance and advancing disease. It was reported that reprogramming was performed but the patient was resistant to further attempts to reprogram. It was reported that the issue was not resolved. The patient plans to have or already has had it removed. Patient weight was currently at (B)(6) lbs. No further complications were reported.